Event description:
Device 1 of 2: reference MFR report: 1627487-2013-04173. It was reported the patient had felt an itching sensation at the ipg site since implant. The patient reported the itching would be worse after bending or walking. In addition, the patient reported feeling surges at the ipg site when turning appliances on. The patient had static electricity issues. The patient also reported experiencing a burning sensation at the ipg site from the charging system. A replacement charging system was sent to the patient, and the patient was advised to see her physician regarding the issues.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.